Event description:
Bowel perforation. Surgeon tailored mesh by removing recoil ring prior to placement. Piece of ring inadvertently left in mesh. The remaining piece of ring perforated patient's bowel. Mesh was explanted.